Event description:
It was reported a one-link non-dehp y-type standard bore catheter extension set separated, and the patient subsequently experienced an air embolism. While undergoing extracorporeal photopheresis the patient began coughing and a spot of blood was observed on their chest. The patient coughed again, and the extension set ¿came apart¿ at the connection between the luer connection and the bifurcation of the pigtails ¿due to the force of coughing¿. When the extension set separated, ¿the port was open to air and with the patient's coughing, air was drawn into the port¿. The patient experienced chest pain, shortness of breath (saturations 80-82% on 6l nasal cannula), dizziness, and lightheadedness. The rapid response team was called to the patient¿s room and an EKG and chest x-ray were performed immediately. The extracorporeal photopheresis procedure was aborted, the one-link had been in use for 110 minutes. The patient was taken to the emergency room and admitted for observation on high flow oxygen. A chest x-ray and CT without contrast were completed (patient unable to undergo CT with contrast or vq scan due to contrast allergy); however, air embolism was diagnosed ¿based on the sequence of events and acute symptoms¿. Two days after the event onset, the patient was discharged from the hospital with follow-up care by their physician. No further information was available at the time of this report.

Manufacturer narrative:
The device was requested. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, e4, h3, h4, h6, and h10. H11: the actual device and photographs of the sample were received for evaluation. The returned photographs were reviewed, and it was noted that the y-junction came apart from the tubing. The actual sample was visually inspected, and it was also noted that the y-junction came apart from the tubing and there was solvent noted. The reported condition was verified. The cause of the reported condition could not be determined; however, was most likely a user-related issue as the customer had reported that ¿extension set came apart at the leur connection due to the force of her coughing and it caused her to have symptoms of air embolism¿. In addition, as per event description the extension set was in use for 110 minutes, meaning that therapy had started with no issue for 110 minutes, and the condition began after the patient coughed. As result, the force applied may have contributed to the issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.